Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system separator 6 (sep6). During the procedure, while attempting to push a sep6 into an indigo system aspiration catheter 6 (cat6), the physician experienced resistance and the wire just distal to the bulb of the sep6 became bent; therefore, the sep6 was removed. The physician elected not to use another sep6 and completed the procedure using the cat6. There was no report of an adverse effect to the patient.